Event description:
On (B)(6)2009, the pt reported that he noticed condensation in the cartridge compartment of his infusion device. He removed the insulin cartridge and insulin was leaking from the plunger and an air bubble had formed. Earlier in the day, the pt reported 200 units of insulin spilled in the cartridge compartment. The pt was advised to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.